Manufacturer narrative:
E1: Name: Medtronic Minimed. Country: United States of America. Address ¿ Line 1: 18000 Devonshire Street. City: Northridge. State: California. Zip Code: 91325. Based on the available information, this event is deemed to be a Serious Injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545. Manufacturing Site: 3003442380.

Event description:
It was reported that patient had passed away on (b)(6) 2026 where the reason was unknown.